Event description:
On 12/15/2022, it was reported by a sales representative via email that an ar-8500rfoe retractable flushcut burr has broken off in the patient's shoulder. Surgeon was able to remove the broken tip. This was discovered during a procedure. Additional information received on 12/16/2022: this was discovered during a shoulder arthroscopy procedure on (B)(6) 2022. Per sales representative, two ar-8500rfoe retractable flushcut burr broke consecutively during the procedure. All broken fragments from both burr's were retrieved from inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the photo provided by the customer, the complaint allegation is confirmed and, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the burr during use.